Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient was discharged from the hospital and recovered from peritonitis, cloudy pd effluent and fever (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and fever. The cause of peritonitis was unknown. The next day after experiencing symptoms of peritonitis, the patient was hospitalized and treated with cefazolin injection (1gm, intraperitoneal, once daily, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and recovering from peritonitis. Pd therapy was ongoing. No additional information is available.